Manufacturer narrative:
H.6. Investigation summary: two samples received for investigation, test were performed including leakage and defects on molding for barrel, plunger rod, and/or stopper. Upon observation, there is damage to the barrel. Possible root cause, is barrel damage during manufacturing. As this occurrence would not exceed the acceptable quality limit (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. During the documentary review, records of quality notifications that could cause the defect reported by the client were not observed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip barrel was warped before use. The following information was provided by the initial reporter: material no.: 309657; batch no.: 8235730. It was reported the barrel was warped before use. Per phone call: customer stated that the barrel was warped before injection. From same box as before and sample was already shipped out. Customer declined acknowledgement letter. Assured him a new file will be opened.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip barrel was warped before use. The following information was provided by the initial reporter: material no.: 309657, batch no.: 8235730. It was reported the barrel was warped before use. Per phone call: customer stated that the barrel was warped before injection. From same box as before and sample was already shipped out. Customer declined acknowledgement letter. Assured him a new file will be opened.